Manufacturer narrative:
The reported event of the rv-setscrew could not be untightened to remove the lead was not confirmed. No analysis could be performed on the problem since the v-setscrew had been removed in the field and not returned for examination.

Event description:
During a device exchange procedure due to elective replacement indicator (eri), setscrew was not able to be loosened in the header resulting in difficulty removing the lead from the header port. The lead was able to be disconnected and the device was replaced to successfully complete the procedure. The patient is stable.